Event description:
On 07-dec-2023, carestream health (csh) was notified by the health products regulatory authority (hpra) in (B)(6) of a user facility report ref: (B)(4). The report informed of an incident related to the drx-evolution system that occurred on (B)(6) 2023. The report outlines a radiation dose higher than expected. No injuries were reported. There have been no other reports of this type from other customers.

Manufacturer narrative:
Carestream health had previously investigated this issue. The investigation determined that when the user created a new patient view with normal dose, the system reads from the previous tube warm-up view's setting and sets it to the generator, resulting in a higher exposure. A work-around has been provided to the customer until the next release of software which contains a solution to address this type of issue. Users have visibility to techniques on the user interface; it is expected that a skilled and trained radiological health care professional verifies all techniques prior to every exposure. Per radiation safety, the risk to this patient from this image is minimal. The additional radiation dose is well below that which would result in any prompt effects like skin erythema, and the additional risk from stochastic effects is negligible. If the alleged issue as described by the user facility report were to re-occur, it may require a repeat image/re-exposure. A re-exposure will not lead to a serious injury. There are no further actions to be taken by carestream health related to this issue. Carestream has completed this investigation.